Event description:
The customer tested her blood glucose using 2 contour meters and received readings of 120mg/dl and 324mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Further information was unobtainable because the customer ended the call.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date or 510k number without the meter information.